Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus and basal delivery and motor position encoder error alarm noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer's daughter reported via phone call that they received a motor error alarm. The customer's blood glucose was 360 mg/dl at the time of incident. The customer's daughter stated that they were able to rewind the insulin pump. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that the insulin pump was not exposed to high magnetic fields. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.